Manufacturer narrative:
Nihon kohden orangemed will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the ventilator had a constant high-pitched alarm with the red led light illuminated while it was spontaneously rebooting. Once the reboot was complete, the ventilator resumed normal operation at the original settings. The patient was stable with no harm and was placed on another ventilator.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.